Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. Unable to verify exposure to magnetic field or MRI due to critical pump error alarm. Successfully downloaded firmware / history files using crest and thus application. Pump error 105 alarm confirmed in history file or traces (B)(6) 2025 19:25:15:000 pm due to moisture damage on electronics assembly. The unit p-cap / test reservoir locks in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rail, and cracked keypad overlay at the select button. Critical pump error (open book image) alarm confirmed due to pump error 105 alarm due to moisture damage. Cosmetic damage was confirmed at the back of the pump area. Unable to verify exposure to magnetic field or MRI due to critical pump error alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the insulin pump (open book image) and received critical pump error. The customer was also reported, insulin pump could be exposed to magnetic equipment. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. Customer was advised to discontinue use of the device and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.